Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons required several presses to elicit a response. The reporter noted that all of the keypad button symbols were worn off. The reporter denied any damage to the keypad or any evidence of moisture in the pump. The patient reported wore the pump in a pocket and cleaned the pump with alcohol wipes. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.